Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A single ap radiograph showing the patient¿s upper arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena, was seen in the image as a right-sided placed PICC. A possible kink was seen at the skin, muscle entrance, or the venous entrance site. It is possible that this is projectional or positional. Possible contributing factors for a kink could include anatomic variables, catheter placement or securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm brachial vein on (B)(6) 2023. Red lumen tpa'd on (B)(6) 2023 and repeated x1 (2 doses) but didn't work. Kink near the insertion site confirmed on (B)(6) 2023. PICC was pulled back 2cm on 4/14 and kink resolved. However, PICC tip is now in the upper svc (too short, 2cm above carina) and "may need replacement". PICC dwell time was 23 days.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm brachial vein on (B)(6) 2023. Red lumen tpa'd on (B)(6) and repeated x1 (2 doses) but didn't work. Kink near the insertion site confirmed on (B)(6). PICC was pulled back 2cm on 4/14 and kink resolved. However, PICC tip is now in the upper svc (too short, 2cm above carina) and "may need replacement". PICC dwell time was 23 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.